Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, rusty coupler, cover logo erased, and cable tear were observed. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it confirmed the breakage of the cable. Therefore, there is a possibility that the image feature did not function normally due to the breakage of the cable, and the phenomenon pointed out [no image appeared] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.